Event description:
The subject guidewire was returned for analysis and it was discovered that the subject guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
We have addressed the FDA request, received via email on 14 june 2024: ¿upon review, we have determined that the device identification information about the suspect medical devices conflicts with the data submitted to the global unique device identification database (gudid)." "Discrepancies were noted in the information included for some or all of the device identification fields of the electronic equivalent of the FDA form 3500a compared to the information included for the corresponding fields in the gudid." "Additionally, the ¿unique device identifier (UDI) #¿ field on the FDA form 3500a should contain the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols. Please verify that you have included the entire UDI in the ¿unique device identifier (UDI) #¿ field on the 3500a." We have reviewed the device identifier (di) and confirm that it is accurate and in alignment with the hl7 specifications released in 2017. Additionally, the 510(k) number has been corrected from k032146 to k023700 in accordance with the global unique device identification database (gudid).

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked 149.8cm from the proximal end of the guidewire. The guidewire polytetrafluoroethylene (ptfe) coating was seen to be peeling in 3 locations along the guidewire at 10.4cm, 14cm and 26cm from the proximal end. The core wire was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging. It was reported by the physician that it is out of the box failure. The reported defect "guidewire kinked/bent" was confirmed during analysis and will be assigned a probable cause of handling damage. The analyzed defect ¿guidewire ptfe coating peeling¿ will be assigned a probable cause of handling damage. There was evidence of scraping and peeling of the ptfe guidewire coating in 3 locations along the guidewire from the proximal end. The peeling/scraping most likely occurred while removing the device from the hoop. Because this complaint appears to be associated with handling of the product or portion of the product upon removal of the product from the packaging, a probable cause of handling damage was assigned.

Event description:
The subject guidewire was returned for analysis and it was discovered that the subject guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.